Manufacturer narrative:
(B)(6)2021 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Hurt - mouth [oral pain] oral-b brushhead loose, (made strange sounds, came off in mouth) [device connection issue] oral-b brushhead loose, made strange sounds, came off in mouth [device breakage] product counterfeit - oral-b [product counterfeit] case description: consumer e-mail stated that the last replacement pack of brush heads they bought were defective. Two out of four have had the head become loose, made strange sounds, and then come off in their mouth. It startled and hurt the consumer. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Hurt - mouth [oral pain]. Oral-b brushhead loose, (made strange sounds, came off in mouth) [device connection issue]. Oral-b brushhead loose, made strange sounds, came off in mouth [device breakage]. Case description: consumer e-mail stated that the last replacement pack of brush heads they bought were defective. Two out of four have had the head become loose, made strange sounds, and then come off in their mouth. It startled and hurt the consumer. No serious injury was reported.